Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error and the act button was not responding and was harder to press. Customer's blood glucose level was unknown at the time of incident. Customer stated that drive support was flush. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. However, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. The motor was tested outside the device and passed.